Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a coolflow® irrigation tubing set and a foreign material was found in the tubing set. At the priming, a foreign material was found in the tubing set when flushing was being conducted and the air was removed after connecting to the coolflow pump. There was no patient consequence. The issue was resolved by changing the tubing set to another one. The procedure was continued and completed successfully. Due to the foreign material found in the tubing set prior to use on the patient, this is indicative of a reportable event. For now, the tubing has been received in our lab and a preliminary investigation reveals that there is no foreign material found as reported by the customer.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a coolflow irrigation tubing set and a foreign material was found in the tubing set. At the priming, a foreign material was found in the tubing set when flushing was being conducted and the air was removed after connecting to the coolflow pump. There was no patient consequence. The issue was resolved by changing the tubing set to another one. The procedure was continued and completed successfully. Due to the foreign material found in the tubing set prior to use on the patient, this is indicative of a reportable event. For now, the tubing has been received in our lab and a preliminary investigation reveals that there is no foreign material found as reported by the customer. The bwi failure analysis lab received the device for evaluation. Upon receipt, the cool flow tubing was visually inspected and it was found that the drip chamber has a spike port broken off. This condition was not originally reported on the complaint or by the customer. Per the event reported, cool flow tubing was inspected but no foreign material was found. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. An internal corrective action was created to address coolflow tubing foreign material.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(4), 2015. The analysis has begun but is not completed at this time. (B)(4). (B)(6).